Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6); implanted: (B)(6) 2010: product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2014: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(6), ubd: 28-may-2013, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 08-sep-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there high impedances; 40,000 across every contact. This was not the case on the day of surgery. There were some contacts that had relatively high impedances on the day of surgery but did not result in inability to use. Positionally was tested to see if impedance levels were altered by position, and they were not. Cause not known. Additional comments; the patient does not recall any type of event that would have caused the change, but there was a distinct difference implant and follow up date. Patient will be undergoing a lead replacement, but the date of that replacement has yet to be determined.